Event description:
I have had severe cramps and bleeding since the essure device was implanted. Also have had recurring bacterial vaginitis infections. Massive blood clots during my period. Abdominal cramps not being on my period. Irritable bowel. Funky vaginal discharge.